Event description:
It was reported that the transfer set leaked from the transfer set white twist cap and the tubing. The leak was observed after the patient completed therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the reported condition could not be determined with the available information. If additional relevant information is received, a supplemental medwatch will be filed.